Event description:
During the testing process the zoll monitor screen turns to lines intermittently making it impossible to read. This has not occurred on a patient yet. R series als with expansion 301 2000 1 00111 001 2.